Event description:
It was reported that the device exhibited error code 41171. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The device¿s event history log was reviewed for evidence of the reported event and found a record of the reported error code. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. It was determined that the cause was due to the main board and the main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.